Event description:
The customer reported a loudspeaker error, as a speaker malfunction inop was displayed when connected to a host monitor. It is unknown if there was still sound coming from the device. The device was not in use on a patient at the time of the reported issue.